Manufacturer narrative:
The subject has not returned to omsc but was returned to olympus (B)(6) for evaluation. Olympus (B)(6) checked the subject device and duplicated the reported phenomenon. It was found the power supply unit failure which was a cause of no turning on. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(6), omsc concluded that the reported phenomenon was attributed to the power switch component failure of the subject device. Since the subject device was not returned to omsc, the exact cause of the power switch component failure could not be conclusively determined. However, there was the possibility that it was attributed to accidental failure because more than 6 years had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be tuned on at the unspecified timing. There was no report of patient injury associated with this event.